Event description:
The pt was implanted with biventricular support. It was reported by the vad coordinator that there was notice of fibrin clots in the pvad after the rate had been turned down and the pump shut off for 30 minutes in an attempt to wean the rvad. The pt failed the weaning attempt and returned to the or for a planned rvad exchange.

Manufacturer narrative:
The pump exchange was performed as planned. The MFR is attempting to acquire the device for eval. No further info is available at this time. A supplemental report will be submitted when the MFR's eval has been completed.